Event description:
A physician reported a pt who was skin tested on 21 june 1997 with negative results and rec'd her second treatment on 19 june 1998 in the front lines, nasolabial, and glabella. On 06 july 1998 the pt developed edema, pruritus, and erythema in the front lines. On 06 july 1998 the physician prescribed topical corticoids and oral antihistamines which were ineffective. The physician considered the symptoms product related.